Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm observation of high capture threshold based on normal lead resistance measurements which passed inner insulation integrity test and inspection and showed no conductor issues. Testing for electrical performance was also completed and passed. Furthermore, perforation, pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted as the lead had perforated the heart and exhibited high pacing thresholds as well as diaphragmatic stimulation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted as the lead had perforated the heart and exhibited high pacing thresholds as well as diaphragmatic stimulation.